Manufacturer narrative:
Field service engineer found the wrong channel was selected on the "s" video signal of the viewmax causing image "problem." Fse selected correct channel for the "s" video signal and verified proper operation per hut dr checklist. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On (B)(6): customer reports the monitors failed during a patient procedure and the patient was moved to another room for completion of procedure. Customer provided no patient or procedure information, but knows the patient involved with this event is fine. No reported injury.